Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
During a self-test on the thermogard ivtm console, the console displayed a tcmid 06 message (cooling engine post failure). There was no patient invovement.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. A review of the event log was performed and several tcmid 06(ce post failure) were noted. During self-test, system was not able to heat the coolant bath by 1 degree in three minutes. The heater (cooling engine) was replaced. After replacing the cooling engine; tcmid 06 was cleared and the system was running as intended. The customer reported complaint was confirmed. The root cause for the reported complaint was defective cooling engine. The thermogard is a reusable device and was manufactured on 07/10/2012. Therefore, this type of damages is related to normal usage and life of the device.